Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was trying to bolus and the pump started to bolus for her. Customer stated that the pump stopped working and the buttons stopped responding. Customer then received a button error. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that her blood glucose was almost 300 mg/dl right now. Customer was unsure if she wants to return her old pump back.